Event description:
The suspect lead was received and is undergoing product analysis. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during a new patient implant the lead showed elevated (not high) impedance. The surgeon noticed atypical characteristics of the lead where the coating appeared abraded or deformed, and decided to not use the lead. Device history records were reviewed on 5/12/2023 for the lead m304-20 sn (B)(6). The device passed all functional specifications and quality tests and were sterilized prior to distribution. No other relevant information has been received to date.

Event description:
Product analysis was completed and approved for the suspect lead. The abraded insulation and atypical characteristics of the lead reported were not confirmed. Visual analysis was performed on the returned lead assembly and no abraded insulation was observed. Flash was found in two places on rear end of small connector boot. However, it was in acceptable size of less than 0.010 inch. The location of the four setscrew marks found on the lead connector pin provide evidence that, at one point in time the lead connector pin was inserted completely, and a good mechanical and electrical connection was present. In addition, the location of setscrew marks shows the flash on small connector boot did not impede pin insertion. Overall length and resistance measurements of the complete returned lead were determined to be in compliance with those defined in the manufacturing specifications. The condition of the returned lead assembly is consistent with conditions that typically exist following an implant/explant procedure. Based on the findings in the product analysis lab, there is no evidence to suggest any device-related anomaly with the returned lead which may have contributed to the reported complaints.

Manufacturer narrative:
A2: age at time of event, corrected data: the initial reporter inadvertently reported the wrong age for the patient.